Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report #: 3004209178-2011-82770.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to coma in 2011. Customer stated that she was in a coma for one week. Customer's stated that her heart stopped beating, customer unsure why it all happened. Customer also stated that she wasn't eating well. Nothing further reported.